Event description:
A report was received that the patients ipg was getting hot under the skin. The physician was concerned about infection. The patient underwent an ipg explant procedure.

Manufacturer narrative:
Additional information was received that no further information could be obtained. The explanted ipg was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patients ipg was getting hot under the skin. The physician was concerned about infection. The patient underwent an ipg explant procedure.